Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgery, it was observed that the drill bit device broke when the surgeon tried to make a suture hole. It was reported that the surgeon attempted to use a spare drill bit device but it also broke. It was reported that a third drill was used and it was "good". It was not reported whether there was a delay in the surgical procedure. It was further reported that no pieces of the drill bit fell into the patient and no pieces remained inside of the patient following the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The external features of the returned cutter were visually inspected and it was observed that the tip of the cutter was broken. The reported condition was confirmed. The cutter was examined and photographed using 27x magnification and all measurable dimensions met the drawing specifications. It was determined that the cutter broke due to excessive lateral or side to side force. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate